Event description:
During the index procedure, two endeavor sprint drug eluting stents were implanted in the lad. Greater than 6 weeks post the index procedure, the patient suffered a myocardial infarction. Approximately 9 months post the index procedure, a revascularization of the lcx and lad was carried out due to in stent restenosis. Investigator has indicated the event was not related to the study device. The outcome is reported as recovered.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (myocardial infarction). Conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).